Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, therefore, the condition could not be confirmed and no assignable root cause could be determined.

Event description:
The customer reported that the nurse had to change the elcam three-way large bore stopcock three times on one line in order to find one that could be secured without leakage. There was no patient injury reported. No additional information is available. This report is for the third of three stopcocks used in this incident.